Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2014, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the deep brain stimulator (dbs) was implanted in (B)(6) 2014 they developed what appeared to be a ¿pimple¿ on the suture line in the left frontal area. An internal suture interrupted was removed and the area healed. In (B)(6) 2014, another pimple-like spot appeared that progressed into a larger yellow fluid-filled blister that drained purulent and clear drainage a few days after they were seen in clinic. It would bleed and then crust over and it attempted to heal. On (B)(6) 2014 the patient was seen in the office for a dbs programming session. They had a small left scalp area not yet healed. No redness or drainage was seen but it was slightly tender to touch. The area that was seen that day had burst a few days after the office visit. The patient then had a ¿blister area on their incision area¿ for more than a month. The patient had an open wound on their head. They were seen in office on (B)(6) 2014 by their doctor and they presented with a draining wound in her left frontal incision. It was present for 2-3 weeks and it did not respond to local care. There was no fever present. An MRI was performed and the findings were not suggestive of a dbs infection. Based on the MRI findings, the doctor recommended debridement in the operating room. The plan would be debridement and excision of abnormal tissue with closure. The possibly of ¿getting in there and finding increased infection underneath¿ was discussed at which point the doctor would remove the entire dbs. Gentle scrubbing of the area to prep for surgery started pus coming from the site. The area broke down and came open. They decided to remove the entire dbs due to the left scalp infection at the frontal incision. Infection diseases were consulted and IV antibiotics were started. The patient remained inpatient at the time of report. The plan included placement of a PICC line for long-term antibiotics. The patient was near baseline. It was further reported the infection was responding at the time of discharge. Further follow-up with the culture was scheduled at which time they would know if the infection had resolved. See attached user facility medwatch.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the scalp wound infection was found as staphylococcus aureus on (B)(6) 2014. White blood cell count was 6.9 (nml 4.5-11.0). An MRI of the brain was done and there was no intracranial fluid collection to suggest formation of the abscess. It was further reported the infection was responding at the time of discharge.